Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8088529, medical device expiration date: 03/31/2023, device manufacture date: 04/18/2018. Medical device lot #: 8092640, medical device expiration date: 03/31/2023, device manufacture date: 05/03/2018. The initial reporter also notified the FDA on 26 june, 2018. Medwatch report #: mw5078162. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd luer lok¿ syringe had foreign matter in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that the bd luer lok¿ syringe had foreign matter in the syringe. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
One photo depicting a syringe with the stopper positioned at the 1/2ml scale, a piece of foreign matter larger than level three observed in the fluid path. This appears to be an extreme close up of the physical samples received. Physical samples - two loose 3ml assembled syringes with tip caps were received and reported to be from batch #8088529 or 8092640 (p/n 309702). The samples were visually evaluated. The syringes were found to have unidentified foreign matter inside the fluid path of each syringe. The foreign matter observed is gray/black in color and is larger than level 3 in size, which is a rejectable condition per product specification. According to the fourier transform infrared radiation results the material observed is polytetrafluoroethylene or ¿teflon¿. These results were shared with various engineers. The component is not used in the syringe printing or assembly process. Also, the two samples received do not match with the foreign matter shown in the one photo received from the customer. A device history record review showed no rejected inspections or quality issues during the production of the provided lot numbers that could have contributed to the reported defect. The potential root cause for the foreign matter cannot be determined based on evaluations performed. The component defined (polytetrafluoroethylene) is not used in the syringe printing or assembly process. No corrective actions are necessary based on the defective rate identified. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd luer lok syringe had foreign matter in the syringe. There was no report of exposure, serious injury or medical intervention.